Event description:
It was reported via repair work order that the footend was stuck in an elevated position and would not lower due to a malfunctioned coupler. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.